Event description:
Material no.: 383537 batch no.: 9074906. It was reported that during use of the bd nexiva¿ closed IV catheter system blood came out of the tip after needle was pulled back. It was also reported that the needle would not pull out completely. The following information was provided by the initial reporter: the customer reported that once it was inserted and the needle pulled back blood was coming out of the grey tip , and they had to discontinue and reinsert another intravenous. For the second incident :the IV catheter was inserted with success but the needle would not pull out completely so again we had to continue the IV and reinsert another catheter.

Manufacturer narrative:
H.6. Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 383537, batch no.: 9074906. It was reported that during use of the bd nexiva¿ closed IV catheter system blood came out of the tip after needle was pulled back. It was also reported that the needle would not pull out completely. The following information was provided by the initial reporter: the customer reported that once it was inserted and the needle pulled back blood was coming out of the grey tip, and they had to discontinue and reinsert another intravenous. For the second incident: the IV catheter was inserted with success but the needle would not pull out completely so again we had to continue the IV and reinsert another catheter.